Event description:
Reporter indicated that during a programming session, the generator's output was erroneously set to 8ma. The reporter indicated that this event occurred following a lead test, while attempting to adjust the normal mode output from 2.25ma to 2.5ma and the magnet mode from 2.5ma to 2.75ma. The pt had pain, gagged, and vomitted with the increased output. Another handheld was used to reduce the settings immediately. Further folow-up concluded that the pt is not experiencing any further problems and the device was sucessfully programmed to the intended parameters immediately following the event. The pt's next follow-up visit is scheduled for 1/2006. The cause of the event is unk at this time and is being further investigated.